Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (2mg/ml, 1.00 mg/day) via an implantable pump for an unknown indication of use. It was reported that the patient presented for an explant. The patient was diagnosed with cellulitis at the site of the pump pocket incision. The physician opened spine site, cut catheter after the anchor and attached a new 8781 pump segment on and tunneled to the other side of the body and placed the new pump. The physician then opened the infected pump site and took out the pump and the existing catheter attached. Both the catheter and the pump were taken to be cultured. The patient had been on antibiotics for a number of weeks leading up to the explant. The issue was reported to be resolved at the time of this report. The patients weight and medical history were asked but unknown. The patient was alive with no injury at the time of this report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no device issue. It was unknown when the cellulitis was first observed. Per the reporter, it was unknown if the pocket site was infected. They did not have access to cultures taken. Precautionary action was taken to remove pump and implant new pump on other side of abdomen.